Event description:
A customer reported a past high blood glucose event where the specific level was unknown, but the display showed "high." Cause was not known. The customer administered a correction bolus using the pump, and there was no indication of frequent or recurring high blood glucose levels. Technical support recommended that the customer consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and the customer understood and acknowledged this suggestion.